Event description:
Surgeon reported that 5 days prior to event date patient underwent a gastric bypass surgery. On event date a leak in the gastric curve of the gastric pouch suture line was diagnosed with breakdown of proximal pouch and distal remnant suture lines. Surgeon stated the peri-strips dry had migrated from the gastric pouch and were free-floating in the abdomen with staples intact. Current patient status is stable post esophagogastroectomy. Interventions: on event date: laparoscopy, abdominal abscess drainage, wide drainage of leak. 9 days after event date: tracheostomy, vena cava filter placement. In 04/2001: laparotomy, flexible gastroscopy, oversewing gastric pouch (x2). In 05/1: esophagogastroectomy, small bowel resection.